Manufacturer narrative:
G4: 10jan2020. B4: (B)(6). H11: b6: the actual problem was that the ventilator would not turn on due to it not being plugged in. The manufacturer's international service technician spoke with the customer and the customer stated that the initial reported problem was incorrect. The actual problem was that the ventilator would not turn on due to it not being plugged in. There was not a calibration error. The issue was resolved once the ventilator was plugged back in. Based on the new information provided, the reported issue is not likely to cause or contribute to death or serious injury and the complaint is now determined not reportable. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03dec2019.

Event description:
The customer reported the da pcba adc (data acquisition printed circuit board assembly analog to digital converter) failed, and the machine and proximal sensors failed. The device was in use but there was no patient involvement.